Event description:
It was reported that the device was at elective replacement indicator within five years of implant. The left ventricular (lv) lead threshold was physiologically high since the lead was implanted and therefore the device output was set higher to accommodate the patient condition. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 5071, implantable pacing lead, (B)(6) 2003; 6947, implantable tachy lead, (B)(6) 2003; 5076, implantable pacing lead, (B)(6) 2003. (B)(4).